Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer blood glucose level was 145 mg/dl, 250 mg/dl, 325 mg/dl, 154 mg/dl, 261 mg/dl, 133 mg/dl, 60 mg/dl, 241 mg/dl. Customer stated that they did not received the alarm. Volume is at two, vibration was off. The device will not be return for analysis.